Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information about the event was requested, but not received. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the damaged alternating current inlet could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, when using the maintenance unit, the buttons were kinked, and you have to hold the button in order for the device to work. There was no harm or injury to the patient or user associated with this event. Subsequently, the service center found the alternating current (ac) inlet at rear was damaged with a crack. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
H.4. Device manufacturing date: the manufacturing date cannot be identified because the storage period of the DHR has expired. The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The service center found the power switch at front was non-olympus, and failed to remain powered on after it was pushed on and found the plastic cap was torn off. Additionally, the service center found the alternating current ¿(ac) inlet at rear was damaged with a crack. The following events were also identified: (a.) Found 4 suction at the bottom with weak suction force/found top cover and main chassis with fluid contamination inside the device, (b.) The mechanical system was found to have the air gauge loose at time due to worn out air joint and connector socket, (c.) The air and water suction found the air flow rate low due to faulty air pump unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.